Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, granuloma, and cyst.

Event description:
Patient reported right side rupture of textured implant. Healthcare professional reported rupture, seroma-late, granuloma, and cyst. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on anterior and underweight. A visual and microscopic analysis was performed which identified: striated opening on anterior and stress marks. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. Additional, changed, and/or corrected data.

Event description:
Patient reported right side rupture of textured implant. Healthcare professional reported rupture, seroma-late, granuloma, and cyst. The device has been explanted.